Event description:
During a regular maintenance inspection, physio-control found that the device would not complete the boot up cycle. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is currently in the process of evaluating/repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.